Manufacturer narrative:
Findings: unit received with a frozen screen and a constant tone due to faulty x2i/b. Unable to confirm keypad anomaly due to frozen screen. No key pad anomaly noted during visual inspection. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Manufacturer narrative:
The insulin pump had a frozen display and a constant tone due to a faulty interface board. No keypad anomaly could be confirmed due to the frozen display. No keypad anomaly was noted during a visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 205 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.